Event description:
This pt required a pocket revision to allow for a more superficial pocket. The original pocket was just under the skin causing the pt pain. The physician used a "bovie" during the revision; after completing the pocket revision, the device was reinitialized and a (B)(4) update completed successfully. However, the device could not then be reinterrogated. The physician replaced this device with another pacemaker.